Event description:
After an IV catheter was inserted into a patient's arm, multiple attempts to connect several different clave safety ports to the catheter's leur lock connector were unsuccessful before finding a clave port that would connect.======================manufacturer response for i.v. Catheter, jelco (per site reporter).======================the manufacturer has not had an opportunity to examine the issue as yet.what was the original intended procedure?chemo therapy administration through an IV access.device #1is this a laboratory device or laboratory test?no.